Event description:
It was reported that shards were found on the shaft of the pk dissecting forceps instrument. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the distal end of the main tube to have a 1.5" long, .200" wide section with material removed on one side of the tube. The damaged area is parallel to the tube axis and located .250" above the proximal clevis. The surface finish of the tube is rough in the damaged area due to the glass fibers being exposed. Based on the location and appearance, the damage may have been caused by cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.